Event description:
Reportable based on analysis completed on 07/22/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 80% stenosed target lesion was severely tortuous and moderately calcified located in the mid right coronary artery (rca). Intravascular ultrasound (ivus) was not used and the vascular access site was femoral. A 3.0x20mm taxus liberte drug eluting stent did not cross the lesion. The procedure was successfully completed with a plain old balloon angioplasty (poba). No pt injuries or complications were reported. Pt condition listed as "good." Returned product analysis revealed stent damage.

Manufacturer narrative:
Eighteen yrs or older. A visual and microscopic examination identified distal stent damage. The stent struts on rows 6 to 8 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).